Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, in situ over the rectum, the surgeon went to fire the stapling device, but it failed to activate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, in situ over the rectum, the surgeon went to fire the stapling device, but it failed to activate. The surgeon was able to squeeze the handle and to press the green button, but upon pressing nothing happened, the handles did not "kick back" to activate firing mode. A new device was used to complete the case. No injury.